Event description:
N/a.

Manufacturer narrative:
Updated data: b4, e2, e3, g2, g3, g6, h2, h10.

Manufacturer narrative:
Due to character restrictions in block e1 site name : no. 8, workers' stadium south road, chaoyang district, beijing a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has system failure when starting up. It was not used by patients.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h10. Additional information: e1 (event site postal code:100020, event site state: 010) contact person phone number: (B)(6). A getinge field service engineer (fse) checked the equipment and fault code records at the hospital site to confirm the fault reported by the customer. Intermittent fault. Fse replaced drive manifold assembly and pcb, solenoid control, rohs. The equipment passed all factory-specified performance and safety indicator tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
N/a.